Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician planned about ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis. It appeared only the versacross wire perforated as the dilator tip was inside the sheath when perforation occurred. There was some visualization issue experienced. No noticeable damage noted to the dilator upon removing from the patient body. The patient status is still unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator.